Event description:
Nurse was performing a routine blood draw. Using a becton dickinson 20ml luer lock syringe. The nurse reported that she removed the syringe and noticed that the tip cracked off and got stuck in the peripheral intravenous line (piv). She was unable to remove the small piece of plastic. She had to remove the peripheral catheter and place another. Photos of the syringe, the syringe lot number/wrapper, and the plastic stuck ln the piv are available.